Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4404769/. The journal article has no photos and no implants were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. As the part and lot numbers are unknown; compatibility and the complaint history of the components could not be reviewed. Therefore, a definitive root cause for the patient's condition cannot be determined with the information provided.

Event description:
It is reported that one patient in the post traumatic arthritis group presented with patellar clunk syndrome. The patient was re-operated on (not a revision).